Manufacturer narrative:
The user reported experiencing a hyperglycemia event due to which she visited the emergency room (ER). Event happened on 27-jan-2026. The event was related to diabetes, therefore the following example set was provided: 27-jan-2026 1:00 pm est - sg 235 mg/dl - bg 406 mg/dl.a review of the data management system (dms) confirmed the reported event. Per dms, user began receiving high glucose alerts, first at 12:15 pm when the sg was at 251 mg/dl, and prior to the event at 12:45 pm when the sg was at 296 mg/dl. The user later received an out of range high glucose alert at 1:15 pm when the sg went above 400 mg/dl. The user took more than 20 units of insulin at home and fluids as treatment at the hospital. The user wasn't prescribed medication. Since the system performed as intended by asserting appropriate alerts, no further investigation was found necessary for this complaint. Per dms, user is currently using the system with up to date information. B4.date of this report 07 march 2026. G3.date received by the manufacturer? 07 march 2026. H3. Device evaluated by manufacturer?yes. H6. Health effect -impact code updated to 4614. H6. Medical device problem code updated to 2993. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a hyperglycemic event that make her go to the ER. The event happened on 27-jan-2026. According to the user, they had the hyperglycemic event and needed to go to the ER. At the time of the call, the user was feeling worn down and was indicated to rest for couple of days. The event was related to diabetes, therefore the following example set was provided: on (B)(6) 2026 1:00 pm est - sg 235 mg/dl - bg 406 mg/dl after dms review, we confirmed the following example sets around the time provided by the user: on (B)(6) 2026 12:51 pm est - sg 305 mg/dl - bg 395 mg/dl. On (B)(6) 2026 1:08 pm est - sg 330 mg/dl - bg 406 mg/dl. After dms review, we confirmed that the user began receiving high glucose alerts, first at 12:15 pm when the sg was at 251 mg/dl, and prior to the event at 12:45 pm when the sg was at 296 mg/dl. The user later received an out-of-range high glucose alert at 1:15 pm when the sg went above 400 mg/dl. The user took more than 20 units of insulin at home and fluids as treatment at the hospital. The user wasn't prescribed medication. The user's hcp was aware of the event. As per dms, user is currently using the system with up-to-date information.